Event description:
During use of the hill-rom envella bed, the baxter sigma infusion pump registered an ec341 error message and stopped infusing medication. This has happened on several different occasions on different patients. In communication with hill rom and baxter concerning this issue, it was determined that the envella beds to emit higher levels of static electricity than the baxter sigma pump is rated for. There was no remediation reported by hill rom for this issue. Baxter suggested moving the infusion pumps as far away from the bed as possible and making sure the relative humidity was at least 30%. FDA safety report ID # (B)(4).